Event description:
It was reported that a vns pt developed partial vocal cord paralysis after undergoing vns replacement surgery in (B)(6) 2009. The treating nurse indicated the pt is doing better now regarding the partial vocal cord paralysis and denied any further info regarding the event. At the moment, it is unknown if the paralysis fully resolved.